Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.